Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
(B)(4) received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms in addition to a few low out of range pacing impedance measurements less than 200 ohms. A health care professional (hcp) contacted (B)(4) technical services (ts) an inquired about right ventricular (rv) pacing percentages being lower than left ventricular (lv) pacing percentages for this patient. Review of stored device memory noted that the patient is in atrial fibrillation (af) a lot and in an atrial tachy response (atr) mode switch all of the time. Some noise was also noted on the ra channel mixed with af. Ts discussed the biv trigger function and how it is reflected in the counters. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported. The physician will continue monitoring.